Manufacturer narrative:
(B)(4).

Event description:
Patient was (B)(6) years old. Labeling indicates: the dexcom system is a glucose monitoring system indicated for detecting trends and tracking patterns in persons (age (B)(6) years and older) with diabetes. The system is intended for single patient use and requires a prescription.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the sensor session expired prematurely. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the sensor session expiring prematurely could not be determined. A root cause could not be determined.